Event description:
The customer reports that the tip of the catheter broke through the sealed perimeter of the dispenser package. This condition was found during inspection. No pt injury or medical intervention reported.

Manufacturer narrative:
Device samples requested, but not received at time of this report. Eval report not available at time of this report.